Manufacturer narrative:
(B)(4). The catheter was returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
The patient had a catheter dye study done. It showed leakage of the catheter just proximal to the connection to the pump. The patient had fallen off a ladder in (B)(6) 2010. The hcp was unsure if the device failure was due to the fall or if the device was defective. (B)(4). Additional information has been requested. A follow-up report will be submitted if additional information becomes available.